Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error (open book image) alarm noted. Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, active current test and sleep current test. Hardware low level failures error alarmed during self test and confirmed in insulin pump history with variable due to broken trace at keypad assembly and variable due to an rf chip error. No audio anomalies noted during testing. Audio levels changed when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. Customer advised that insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.